Event description:
Animas followed up with the patient on (B)(4) 2011 regarding a hospitalization and the patient alleged that the pump did not alarm when insulin was not being delivered and that the pump may have delivered insulin inadequately. The patient reported that on (B)(6) 2011, she woke up with blood glucose (bg) reading of 373 mg/dl accompanied by severe stomach pain and moderate ketones. She said that she took insulin injections per physician's recommendation and monitored bg at home. The patient said several hours later, she went to the emergency room on the advice of her physician where her bg was monitored and she was treated with intravenous fluids and injections of insulin. She stated that her bg at the time of admission was about 320-330 mg/dl. The patient reported that she was released from the hospital ten hours later. After being released from the hospital, the patient claimed she was advised to use another infusion set to keep her tubing from kinking. The patient alleged that there might have been an occlusion as the insulin was pushing back out of the cannula housing. She said the pump did not provide any warning or alarm that an occlusion had occurred. The patient reported that she has had on-going problems with the infusion sets since starting on the pump which she has used intermittently since 2009. She stated that she is very thin and muscular with little body fat and said she believes that cannulas are bending or kinking at least in part due to hitting muscle tissue. She checks her bg one to two hours after insertion of a new infusion set as instructed but only during daytime hours. She admitted that on the night of (B)(6) 2011 she inserted a new infusion set before going to bed and did not check her bg one to two hours later. She also alleged that the pump's insulin delivery was intermittently inadequate during the time preceding her hospitalization for hyperglycemia. There was no troubleshooting detail provided. This complaint is being reported as the patient alleged that the pump delivery was inaccurate, the pump did not alarm appropriately, and she was hospitalized for hyperglycemia.

Manufacturer narrative:
The pump was returned to animas for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump's total daily dose history from initiation until end of use on (B)(6) 2011 revealed that the daily insulin delivery totals correctly reflect the user's programmed amounts. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. Testing showed that the pump accurately delivered programmed amounts for a 29-hour test period. No insulin delivery defect was found. As there is no evidence that the pump malfunctioned the patient's allegations of inaccurate delivery and alarms not functioning were not confirmed. The patient had difficulty inserting infusion sets, which may have caused difficulty using the pump.